Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving a patient notifier alert. Upon interrogation, the left ventricular lead exhibited a drop in impedance measurements. All other electrical values were within range. The patient was in stable condition before, during and post interrogation and would continue to be monitored.